Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the recovery room the day after the procedure. Upon interrogation the right ventricular lead exhibited high capture threshold, high impedance and drop in sensing. The lead was repositioned on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.